Manufacturer narrative:
G4:15dec2020 b4: (B)(6) 2021 the customer confirmed the reported issue. The customer identified the touchscreen did not allow the user to change the value, accept, or cancel. The customer replaced the front bezel to resolve the issue. The unit was tested and it was returned to service. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:25mar2021. B4:04apr2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 02nov2020.

Event description:
The customer reported when trying to set a parameter, the setting jumps continually increases or decreases without touching anything. The unit was not in use, and there was no patient or user harm reported.